Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm linear.

Event description:
A report was received that the patient underwent an explant procedure due to loss of stimulation. High impedances were detected and were suspected to be due to lead fracture.

Manufacturer narrative:
Device analysis revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. There were no exposed cables at the fracture location. The reported complaints of loss of stimulation and high impedances were caused by the fractured cables at the clik anchor site.

Event description:
A report was received that the patient underwent an explant procedure due to loss of stimulation. High impedances were detected and were suspected to be due to lead fracture.